Manufacturer narrative:
The motor device was received for evaluation. The motor device was tested and the reported condition was duplicated. Evidence indicated this was due to usage wear over time. The reported condition was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA regarding a motor device in which, during surgery the device "heated up" and "produced an e5 error". It was unknown to the reporter if there was a spare device available. It was unknown to the reporter if there was a delay in the surgical procedure. The event date was unknown. It was unknown to the reporter if injuries or medical intervention were reported. No additional information is available.